Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that t-wave oversensing was observed during routine follow-up in clinic. The oversensing was intermittent and episodes were only few seconds long. No intervention was performed. Patient was stable throughout the event and will continue to be monitored.